Manufacturer narrative:
An analysis of the device could not be performed, as the customer initially indicated the unit would be returned for bench repair but subsequently canceled the service request. The customer communicated via email: ¿I no longer need this unit repaired. I canceled this case yesterday.¿ as a result, the device was not made available for evaluation. Due to the inability to examine the device, the reported malfunction could not be confirmed. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on intellivue mx750 patient monitor indicating that there is a speaker malfunction, they cannot hear the alarms. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.